Event description:
It was reported that during a left atrial appendage closure, pcee45a+gst45g was used. There was massive bleeding from the cut line after the surgery and the patient suffered from shock. MRI scan was taken and showed that the left side of the body was bleeding so much that it appeared completely white. The issue has occurred but the details are unknown at this time, so will be added as additional information becomes available. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2024 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: is the surgeon's usual practice to use the green cartridge (gst45g) on the atrial appendage closure? Was the tissue particularly fragile? Were there any problems with the stapler during firing? Can a timeline of the event be provided? How was the bleeding discovered? How was the bleeding addressed? Were any concomitant procedures done with the atrial occlusion? What is the patient's current status? The doctor had experiences of use echelon has a history of use (basically gold and green). ·open chest CABG in the case with af. ·this case was a difficult case because of the change in valve replacement surgery. ·the left atrial appendage was relatively small and thin. ·the doctor did not feel that something was wrong when the device was used. ·after the operation was completed without closing the chest, bleeding was found after the doctor returned home, and the operation was performed again. ·on november 15, the patient had a gastroscopy for a stomach ulcer, which showed bleeding, but the blood pressure dropped and the bleeding stopped. ·the opinion from the doctor (surgeon) is that the doctor honestly does not know if the echelon is contributing factors to event. ·the patient is stable now. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2024 additional information was requested, and the following was obtained: is the surgeon's usual practice to use the green cartridge (gst45g) on the atrial appendage closure he usually use either gst45d or gst45g. Was the tissue particularly fragile. It was relatively small and thin. Were there any problems with the stapler during firing no. Can a timeline of the event be provided n/ahow was the bleeding discovered n/a how was the bleeding addressed n/a were any concomitant procedures done with the atrial occlusion CABG what is the patient's current status. The patient is currently stable.